Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device lot number is unknown. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that prior to a procedure a faradrive steerable sheath clear was selected for use. Prior to insertion the dilator was examined and was found to be damaged at the tip. Part of the material had sheared from the tip and formed a protruding lip. The dilator and sheath were replaced and the procedure was completed. No patient complications were reported. It is unknown if the device will be returned for analysis.